Event description:
Customer reported that the syringe cracked from the bottom to the top which caused 2 vials of sterlara to gush out the syringe and onto the floor. This only occurred with one syringe. No information was received regarding any serious injury as a result of this product issue.